Event description:
I had been using abbott freestyle libre 2 to monitor my glucose for insulin use. My dr switched me to libre 3 that sends data constantly to your phone without having to periodically scan. I bought a 3 month supply through insurance and copay. The new sensors for libre 3 as well as libre 2 were then suddenly no longer compatible with current apple iphone or android operating systems. Apple is into version17 + but libre will not work now past version 16. To complicate this there are no libre iii readers available, not from pharmacies or doctors and only from durable medical supply if you are on medicare. Therefore I have 3 month supply of a medical device that I can't use. Insurance would not supply me with an alternate until my 3 months with the previous rx passed. I do have a meter for libre ii but abbott will not replace my libre 3 with libre 2, in addition abbott cannot supply me with a meter for libre 3. They told me to return my product to the pharmacy but ny law prohibits returning rx after it leaves chain of custody. The packaging brochure states to "download the freestyle libre 3 app and follow steps in the app to start the sensor". I believe that the product does not function as labeled as it doesn't work with their app. It has taken this long to report this as I was trying to work with abbott and have had multiple calls with different departments. They just tell me they are sorry and will not replace the libre 3 with libre 2 or provide a reader for libre 3. This also put me in a position where in the meanwhile I needed to buy and use test strips for finger prick and meter. I have experienced no adverse health impact from this but have paid for 3 months supply of product that is unusable and caused a gap in my monitoring. This device ( libre 3) is marketed and labeled to perform in a fashion that it does not. I have 3 month supply, which is 6 units. The lot numbers are t6000 14 14, expiration 2024-04-30. Reference report: mw5150568, mw5150570.